Manufacturer narrative:
The customer¿s strips were returned for investigation. Testing results: qc 1: 2.6 inr , qc 2: 2.3 inr , qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%.

Event description:
The customer stated that they received questionable results for a total of 5 different patients tested with two coaguchek xs plus meters (unknown serial numbers). The customer did not know which meter was used for each measurement. Of the 5 patients, 4 had erroneous results. A sample from the first patient was tested on the meter, resulting with a value of 4.6 inr. Within minutes, a sample from this patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 3.3 inr. This patient's medication was changed based on the meter value. A sample from the second patient ((B)(6) female born on (B)(6) and weighing (B)(6)) was tested on the meter on (B)(6) 2018, resulting with a value of 4.7 inr. Within minutes, a sample from this patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 3.4 inr. This patient's medication was changed based on the meter value. A sample from the third patient ((B)(6) female born on (B)(6) and weighing (B)(6)) was tested on the meter on (B)(6) 2018, resulting with a value of 5.0 inr. Within minutes, a sample from this patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 3.7 inr. This patient's medication was changed based on the meter value. A sample from the fourth patient ((B)(6) male born on (B)(6)) was tested on the meter on (B)(6) 2018, resulting with a value of 4.5 inr. Within minutes, a sample from this patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 3.3 inr. Based on the meter value, this patient was advised to hold his dose for two days, then re-test. No adverse events were alleged to have occurred with the patients. No patients were treated based on the meter results. The first an second patient are currently feeling okay. The fourth patient is in stable condition. None of the patients had any special or unusual diet. The first, second, and third patient have the following therapeutic range: 2.0 - 3.0 inr. The fourth patient's therapeutic range is 2.5 - 3.5 inr. The first and fourth patients' testing frequency is every two weeks. The second patient's testing frequency is weekly. The third patient's testing frequency is monthly. The second patient is anemic, with a hematocrit of 34.4 %. The fourth patient was not anemic, did not have antiphospholipid antibodies, did not take heparin, did not take direct thrombin inhibitors, was not taking any new medications, had no new illnesses, had no changes in diet, and no signs of bleeding or bruising. Internal quality controls passed on the meter prior to the measurement performed on (B)(6) 2018. The customer did not run liquid controls on the meter. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 334499) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.